Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to an unspecified lead anomaly. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the reason why the lead was replaced was due to original complaints of non-capture and lead dislodgement.